Manufacturer narrative:
A ventec clinical specialist assisted the reporter (patient's wife) with troubleshooting the device. Ventec walked the reporter through a hard reset, after which the lcd touchscreen responded as expected to touches. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter is the wife of the patient and advised that her husband has advanced als, is trached and ventilator dependent. No further details about the patient or the event were provided.